Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetratin is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
This iab was inserted into the patient in cardiology intensive care. The patient was transferred to surgery. After surgery, blood was noted in the tubing. The following information was reported to datascope on 1/27/1998: the iab was inserted into the patient on 1/9/1998. On 1/16/1998, blood was noted in the tubing. (Event complications: unknown-reported 1/22/1998; none -) reported 1/27/1998. (Pt's current status: alive-rpt'd 1/22/1998.)